Event description:
During testing at the manufacturer facility, the technician noted that the device was overheating. There were no adverse consequences related to this event.

Manufacturer narrative:
Confirmed. Possible cleaning practices or improper use/handling.

Event description:
During testing at the manufacturer facility, the technician noted that the device was overheating. There were no adverse consequences related to this event.